Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's implant was defective. Patient further explained they had not peed in months. Patient stated the only time they could pee was when they had to have a bowel movement. Patient stated they had been to the emergency room for the above issue and the manufacturer representative came to check the device and stated it was already turned off. Patient stated they noticed their stimulator was turned off because there was a change it their body and they could not pee/go to the bathroom and knew something was wrong. Patient stated they had surgery scheduled to remove the device because it's not working anymore. Patient noted that after the device was removed they were going to replace it with something else. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that the ins was explanted and the lead was left implanted. Patient stated that was phase one, and the doctor had another plan "to enter the device where it can still help, this time to use an interstim to stress the right side of the legs, put needles in the leg, and put a pacemaker in the right ankle." It was reviewed MRI information and recommended doctor call to review.

Manufacturer narrative:
Correction: previously reported receiving date of 2016-08-16 being corrected to 2017-09-14 due to additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the "defect" with the implanted neurostimulator (ins) was the patient had significant pain at the ins site with it in the "on" or "off" position, noting that the pain was worse with the ins in the "on" setting. It was reported on (B)(6) 2017 that the patient was implanted for overactive bladder, neurogenic bladder, and retention, confirming that retention was a pre-existing condition.